Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings occurred. On (B)(6) 2024, it was reported that the patient experienced an issue with the alert and notification settings. The patient lost consciousness for the second time. He was taken to the hospital and admitted to the ICU for 7 days. At the hospital the patient was treated with insulin. The cgm reading was high on his and the bg reading was 605 mg/dl (documented in cmpl-11846046), the cgm did not alert the patient for hyperglycemia during the event. At the time of the report the patient was okay. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred. The probable cause was determined to be potential patient misuse as the app was manually closed. No additional patient or event information is available.